Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:  0001822565 - 2021 - 03680, 0001822565 - 2021 - 03682, 0001822565 - 2021 - 03683.

Event description:
It was reported by the pmi group that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.